Event description:
It was reported that the patient connector of the transfer set would not connect to the titanium adapter when the transfer set was changed. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but evaluation has not yet begun. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for lot number h13c19066 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This report is related to (B)(4).

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. Integrity of seal surface test was performed with no leak noted. The inside diameter of the catheter connecter was measured and found to be out of specification. The customer report of a connection issue was confirmed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. During sample evaluation it was determined that the inside diameter of the catheter adapter was below nominal specifications resulting in connection issues. Improvements were made to the mold and molding department procedures. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.